Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.